Event description:
It was reported that a dye study showed a suspected catheter migration into epidural space. At the time of surgery when the spinal segment of the catheter was removed there was cerebral spinal fluid return and a new catheter spinal segment was implanted. The patient had symptoms including pain. The pump was infusing bupivacaine and infumorph.

Manufacturer narrative:
Concomitant medical products: patient programmer: model: ID 8835, serial# (B)(4). Catheter: model: ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013. Catheter: model: 8598a, serial# (B)(4), implanted: (B)(6) 2013, explanted:unknown. (B)(4).